Event description:
It was reported that the customer had a no delivery alarm during basal delivery. The customer's blood glucose level was unknown. Customer states the issue was resolved by set change. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor. The insulin pump was unable verify excessive no delivery alarm due to prime alarm. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.